Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported while talking to the customer's mother that the paramedics were contacted twice. Both calls were due to the customer's low blood glucose level. The first call was in the fall and the second one was at the end of (B)(6). Customer's blood glucose level was not reported. She declined to speak with the helpline. The device was not returned.